Manufacturer narrative:
Other, other text: h6: patient code updated reflect code 4582. H10 device evaluation: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The following was noted: a cracked tank cover, a rusty heater, a stripped interlock block, a rusty heater, as well as wear and tear damage on the enclosure. During functional testing, the investigator noted that the alarm on the unit was triggered by a faulty micro switch and not the suspected faulty float switch. The fault with the micro switch was attributed to the customer. A user interface issue was established as the root cause.

Manufacturer narrative:
One level 1 hotline low flow system was received with a cracked tank cover, a rusty heater, a stripped interlock block and a wear and tear damaged enclosure. A visual inspection was conducted, the tank was filled with water, a temperature check was attached, an in line cord was plugged in and the device was powered on. The device began to alarm with both a temp check and disposable. It also triggered the float switch and it alarmed as it should. The reported issue was unable to be duplicated. The alarm was set off by the micro switch not the float switch. The faulty micro switch will be replaced to resolve the issue.

Event description:
Information was received indicating that there is an issue with the float switch of a smiths medical level 1 hotline low flow system. There was no reported adverse event.